Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 27. Details of surgery: sinus augmentation. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and fistula. No further patient complications were reported.